Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("when hsg was performed the insert was located in the uterus and may be perforating the uterus") in a 35-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 3 months 1 day after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: planning to remove the left side coil and place another in january. Diagnostic results: on (B)(6) 2017, hysterosalpingogram (hsg) was performed: the insert on the left side is in in the fallopian tube it is located in the uterus may be perforating the uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the case will be deleted from bayer pv database because this is a duplicate from 2017-216319 case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("when hsg was performed the insert was located in the uterus and may be perforating the uterus") in a (B)(6) female patient who had essure inserted for female sterilization. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 3 months 1 day after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: planning to remove the left side coil and place another in (B)(6). Diagnostic results: on (B)(6) 2017, hysterosalpingogram (hsg) was performed: the insert on the left side is in the fallopian tube it is located in the uterus may be perforating the uterus. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.